Event description:
The customer reported that alcohol was drawing air from the bottler, and they were ordering o-rings for the alcohol bottles. The issue occurred with multiple units. There was no patient involvement. The issue with the oer-pro (serial: (B)(4) is being reported on the medwatch with patient identifier (B)(6). The issue with the oer-pro (serial: (B)(4) is being reported on the medwatch with patient identifier (B)(6). The issue with the oer-pro (serial: (B)(4) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged alcohol connector was breakage of the connector's o-ring. When installing the alcohol tube connector unit, a minute cut was made in the o-ring due to mispositioning. The cut was extended by stress from detaching the connector, which resulted in breakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon:¿ chapter 3.inspection before use: 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ when installing alcohol tube connector unit, minute cut was made in the o-ring due to mispositioning. Then, the cut extended by stress, which was applied when detaching the connector, resulted in breakage." Olympus will continue to monitor field performance for this device.